Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that versed was infusing at a rate of 1.77 ml/hr. The user cleared the total volume delivered at the end of each shift. At 1800, total volume infused on pump stated "11.58". With the rate of versed at 1.77 ml/hr the total volume delivered should have been 21.24. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that versed was infusing at a rate of 1.77 ml/hr. The user cleared the total volume delivered at the end of each shift. At 1800, total volume infused on pump stated "11.58". With the rate of versed at 1.77 ml/hr the total volume delivered should have been 21.24. There was patient involvement but no harm.